Event description:
Site contacted clinical affairs on (B)(6) 2022 to report that the patient was transitioned from berlin heart pump to ECMO on (B)(6) 2022. The transition was made due to poor oxygenation and hemolysis. Site reported that the blood pump had intermittent squeaking noise since it was upsized on (B)(6) 2022. The following lab serial values were reported: (B)(6) : plasma free hemoblogin- 22 (nl <10); ldh 1718 (nl 209-463), (B)(6) : plasma free hemoglobin- 17 (nl <10), ldh 2064, (B)(6) : plasma free hemoglobin- 31.6 (nl <10), ldh 2475, (B)(6) : plasma free hemoglobin- 43.4 (nl <10), (B)(6) : plasma free hemoglobin- 146.3 (nl <10). Of note, the patient required prbc transfusion on the day prior to the transition to ECMO.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2022 until (B)(6) 2022 (27 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
No abnormalities were observed upon initial examination of the returned pump. The blood pump was then tested for functional performance using the driving unit settings reported by the site at the time of the event. The functional test was then repeated using different parameters defined in internal procedures. The pump performance was within specification for both the testing parameters defined by berlin heart and the clinic's settings. The pump showed complete fill and ejection. Upon review of the production records, it was noted that the valves showed no abnormalities during testing. The valves functioned according to specification both during production testing, as well as during the functional test for this analysis. No vibration of the valve leaflets was detected. No intermittent noises were detected at the outlet valve during testing. Therefore, no correlation between the pump and increased hemolysis values of the patient could be determined.